Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a abdominal aortic aneurysm approximately fourteen months ago. A 7.2 cm fusiform aneurysm with an infra-renal angle of 10 degrees was reported. Proximal aorta was 25 mm in diameter and 32 mm in length. Distal aorta was 70 mm in diameter. Right iliac artery was 14-12 mm in diameter and the left iliac artery was 11 mm in diameter. The right and left femoral arteries are unknown. The right iliac artery was mildly tortuous with no stenosis while the left iliac artery was moderately tortuous with no stenosis. The circumferential aorta had 5% mural thrombus/calcification. At implant, the proximal end of the graft was place such that the suprarenal stents were crossing both renal arteries. The distal end of the right and left limbs/extensions were placed proximally to the internal iliac arteries. Currently, an unknown endoleak was discovered on CT. The aneurysm sac enlarged by 7 mm, potentially due to endotension. Additionally, 3 of the anchoring pins were penetrating the aortic wall with mild periaortitis. The next day, the patient was converted to an open repair. There was extrusion/erosion of the stent graft metal frame noticed. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak, surgical conversion); (cause of event is unknown). Evaluation, conclusions: (cause of event is unknown).